Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had the tube push off the non-patient end needle. The following information was provided by the initial reporter: "the tube does not hold inside the tube holder during the sample extraction process. During the extraction process, when the tube is inserted into the tube holder and filling begins, the tube is pushed to the outside, and it is necessary to hold it so that the blood continues to flow inside. This problem occurs with needle 368835, although it is an extremely complex problem to associate with a needle since it also occurs with the preassembled extraction wing, which in this case is from greiner bio one. Also this never happens with 368856 tubes, or with 363048 tubes, or with separator gel tubes from other companies."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had the tube push off the non-patient end needle. The following information was provided by the initial reporter: "the tube does not hold inside the tube holder during the sample extraction process. During the extraction process, when the tube is inserted into the tube holder and filling begins, the tube is pushed to the outside, and it is necessary to hold it so that the blood continues to flow inside. This problem occurs with needle 368835, although it is an extremely complex problem to associate with a needle since it also occurs with the preassembled extraction wing, which in this case is from greiner bio one. Also this never happens with 368856 tubes, or with 363048 tubes, or with separator gel tubes from other companies".